Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment.

Event description:
Patient developed infection in left underarm about 2 weeks after treatment. Physician initially prescribed oral antibiotic. The infected area started to drain; patient eventually went to ER for IV antibiotics. Patient has improved. Physician thought possibly was related to an ingrown hair.